Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was returned and investigated. The reported cds leak was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents reported from this lot. The cds instructions for use (IFU) instructs the user not to turn the lever caps more than one half turn in the open direction. It is possible that the user turned the lever caps more than a one half turn in the open direction which contributed to the reported leak; however, a definitive cause for the reported leak could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
This is filed to report the air bubbles in the clip delivery system (cds). It was reported that during preparation of the cds, it was not possible to de-air the delivery catheter (dc) handle. A few small air bubbles remained in the cds; therefore, the cds was not used in the anatomy and was replaced. There was no clinically significant delay in the procedure. No additional information was provided.